Event description:
During servicing of a (B)(6) male patient's electrode belt, which was returned for a non-reportable issue, a reportable problem was found. The patient's electrode belt failed the incoming pulse lead hipot and fall-off tests. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead hi-pot and fall-off tests. Upon eval, component u713 (pins 37 and 45) was shorted and there was a pinched pulse wire in the cable connecting the distribution node and front te (therapy electrode). The cause of the incoming test failures is the shorted u713 and pinched pulse wire. The root cause cannot be positively identified. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.